Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had connection failures, some stripes were showing up on the monitor and processor failure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d4 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loss of water sealing, cuts on the cable, and distorted image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely there is loss of water sealing due to the cuts on the cable and the image becomes distorted when the cable is moved. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.